Event description:
Caller reported experiencing a cgm error 42 related to their device. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the caller successfully reset the device without the error recurring. The caller started a new sensor session without further issues.